Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and saline at unknown concentrations and dosages via an implantable pump for non-malignant pain and failed back syndrome. On (B)(6) 2016, it was reported that the patient missed a refill date, after which they began to experience withdrawal symptoms and their pump began alarming on (B)(6) 2016. It was reported that the patient had been due to be refilled, but had had car trouble and missed the refill and was dismissed by their healthcare provider. Roughly a day or two prior to the pump alarming, the patient started having symptoms of withdrawal. On (B)(6) 2016, the patient¿s pump was alarming and had run out of medication. The patient was taken to the hospital, where the pump was filled with saline and the alarm was shut off. The patient also experienced symptoms of feeling sick to their stomach, vomiting, diarrhea, and headaches, and was given medication at the hospital for those symptoms. The alarm the patient had when they went to the hospital was ¿a single beep¿. The pump issue and withdrawal were handled at the hospital, however it was indicated that the patient still has pain needs and is looking for a new healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.